Event description:
It was reported while using bd luer-lok¿ syringe with attached needle 25 g leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: when np was drawing up shringrix vaccine, the syringe/needle combo leaked some out. It was discarded and wasted appropriately and no administration to the patient of that vaccine occurred.

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. The initial reporter also notified via medwatch report #mw5114801. H investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.